Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rep was going to be seeing the patient next week. It was reported that the patient indicated that only on group b, whenever they changed intensity the intensity would convert back to 0 ma. It was indicated that this would happen with sitting and standing. It was reported that the stability time was set at 1 minute. It was reviewed to check the position at the office visit and to decrease the stability time. It was also reviewed to check the cone size. No symptoms were reported. It was reported that the issue began last week in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that program c still went to zero after the programmer battery was replaced. Further information received from the manufacturer representative reported that the patient claimed group c, his upright group, was zeroing out. The adaptive stimulation overview showed that the upright position on group c was 6.0 ma but multiple other positions in reclining and all lying positions were at 0 ma. Troubleshooting reviewed usage and adjustments and determined that there was no device issue and the patient was likely seeing the positions like reclining or lying when they saw 0 on group c. The representative noted trouble in setting up adaptive stimulation for the patient initially.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that group c goes to 0 so the patient bumps stimulation up to 5.0 and the stimulation is ok for a day but then it goes back down to 0. The patient stated they are meeting with a manufacturer representative (rep) on next tuesday ((B)(4) 2018). No further patient complications were reported as aresult of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.